Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not register. There was no patient harm. According to the information provided by the technician, the device could not locate during on-site visit by our technician and hospital¿s technician, hence the repair could not be done. No more details have been provide regarding customer allegation - the customer did not provide more details or context of the issue. The solution to the issue is unknown and is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator did not register. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).